Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: balloon radially and longitudinally burst. Distal balloon material bunched towards nose tip. Piece of balloon material received separated. No apparent missing balloon material. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst' was confirmed based on the evaluation of the returned device and imagery. Available information suggests patient factors (calcification, interaction with pre-existing valve) likely contributed to the event as the information provided indicated that there was presence of calcification at the landing zone. The presence of calcification and/or pre-existing bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and/or any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints of withdraw difficulty and balloon separated were confirmed based on the evaluation of the returned device and imagery. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as the balloon burst during deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in spain. As reported, during a transcatheter aortic valve replacement valve-in-valve procedure with a 23mm sapien 3 ultra resilia implanted in a non-edwards surgical valve, the balloon ruptured at the end of inflation, taking on an umbrella shape resulting in valve not expanding completely. A post dilation was performed with a non-edwards balloon. It was not possible to retrieve the balloon from the introducer, and it became lodged in the femoral artery. The balloon was removed via vascular surgery. The procedure was completed without further complications. The patient did not suffer any injury and was in stable condition post procedure. As per medical opinion, the root cause could be the interaction of the balloon with the pre-existing valve. As per imagery evaluation, it was confirmed that the balloon was radially burst and bunched towards nose tip.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Added h6: health effect - impact code and h6: device code. As per imagery evaluation, it was confirmed that the balloon was radially burst and bunched towards nose tip. It was not possible to determine if there is balloon material missing. As per pre-decontamination evaluation, part of balloon material was received separated. This is one of two manufacturer reports being submitted for this case.